Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted. On (B)(6) 2019, the patient presented with severe aortic insufficiency and a re-do procedure was performed. The device was exchanged for a 23mm inspirs valve and the patient is reported to be stable.

Manufacturer narrative:
An event of valve explant due to aortic insufficiency was reported. The results of the investigation are inconclusive since the device was sent to a pathologist and not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the valve was replaced by a smaller, 23mm, valve which may indicate oversizing.

Manufacturer narrative:
Explant was reported due to aortic insufficiency. The investigation found that leaflets 2 and 3 contained tears. No actue inflammation or significant calcifications were present. Qualitative x-ray analysis found that stent post 3 appeared slightly twisted. As this was an explanted valve it is not possible to confirm when the observed deformation occurred, or if the stent deformations contributed to the severity of the leaflet damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The manufacturing inspections and the functional testing demonstrated that at the time the valve was manufactured the valve had normal leaflet coaptation and function without evidence of stent deformation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. There was evidence of a twisted stent post in association with the torn leaflets. A deformed stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. However, it could not be conclusively determined whether the stent deformation occurred before or after the valve explant. The cause of the torn leaflet cannot be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted. On (B)(6) 2019, the patient presented with severe aortic insufficiency and a re-do procedure was performed. The device was exchanged for a 23mm inspirs valve and the patient is reported to be stable.